Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that resistance and lost image occurred. The opticross imaging catheter was used to visualize target lesion located in a moderately tortuous and moderately calcified middle left anterior descending artery. During percutaneous coronary intervention, after the physician pre dilated the lesion with a balloon catheter, the coronary imaging catheter was advanced and pullback was performed. It was noted when the physician tried to advance the telescope to the distal side severe resistance occurred and image was then lost. The procedure was completed with another of the same device. No patient complications were reported and the patients' condition is good. However, returned device analysis revealed an open hole at the sheath lap joint assembly.

Manufacturer narrative:
Age at time of event: 18 years and older. Device evaluated by manufacturer: the complaint device was returned for evaluation. A kink was observed in the imaging window assembly at 67.1 cm from femoral marker at the proximal end. An open hole was observed at the sheath lap joint assembly. Fluid was leaking from the open hole at the sheath lap joint assembly when the catheter was flushed. The telescope assembly was not able to properly pull back, advance, or retract. Imaging core wind up in the hub assembly was observed during x-ray analysis. During image characterization testing, no image appeared in the system due to electrical open at proximal. The electrical failure was a result of a broken coax cable. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).